Event description:
During a cardiac catheterization, the guidewire was inserted through an entry needle and resistance was encountered upon advancement. Upon removal, it was noted the tip of the wire had sheared and a portion detached and remained in the right femoral artery. No retrieal attempts were made. Pt condition is good.